Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised.

Manufacturer narrative:
Additional information: event. An event regarding disassociation involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: no medical records or x-rays were made available for evaluation. Device history review: device history review could not be performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's left knee was revised due to loosening of the insert. The event could not be confirmed nor could the exact cause of the event be determined as no device was not returned / insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Update: patient's knee was revised due to loosening of the triathlon ts insert.